Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5089736) that a female patient underwent breast augmentation with 375cc mentor memorygel breast implants and experienced capsular contracture on the right side post-operational. The patient also experienced several unexplained systemic symptoms, including gastroesophageal reflux disease, severe joint, back and neck pain, high rheumatoid blood levels, severe inflammation, frozen shoulder, food intolerances, severe daily migraines, severe temporomandibular while sleeping at night and bouts of depression. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.